Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with ( right ) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 7595315 sn: (B)(4) and ( left ) 460cc mentor smooth round high profile saline catalog: 3503460 lot: 7598006 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round high profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline, catalog: 3503500, lot: 6462339, serial: (B)(4), unique identifier (UDI): (B)(4), explantation date: (B)(6) 2018, PMA/ 510(k): p990075. (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round high profile 500cc mentor saline prostheses. The device history record (DHR) was reviewed on 8/28/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 500cc mentor saline prosthesis, catalog: 3503500, serial number: (B)(4), lot: 6464625. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The is required intervention box check was mistakenly omitted from the report dated (B)(6) 2018. It is now checked. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced deflation on the right breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed two rents on the anterior view measuring 5.2 and 0.5 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 6462339 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).